Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported finding 18 softclix lancets missing the protective caps. Accidental needle stick occurred; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.